Manufacturer narrative:
As of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. A device history record review was could not be carried out as lot and serial numbers were not provided. A clinical evaluation was also unable to be carried out due to insufficient information. If the device or further information becomes available in the future then this complaint may be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a pico device caused maceration on vlu for the entire area under the pad.